Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie was not opening. A field service engineer (fse) confirmed that pharmacy technician replaced cubie pocket. The system functioned as intended after the pharmacy technician repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer cubie would not open and was failed. The customer stated that storage recovery and reboot was performed but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.